Manufacturer narrative:
A bci field service engineer (fse) replaced the float sensor and the o-ring connected to the wash concentrate canister and cleaned the spill.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a hardware leak. No injury was reported.